Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort. The patient had a pacemaker implanted near her groin, and the patient felt it was extremely uncomfortable. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above elective replacement level. Electrical and mechanical analysis performed, including sensitivity test under field settings indicated normal device functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.